Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing baclofen and dilaudid (dose and concentrations unknown). Indications for use included non-malignant pain and failed back surgery syndrome. On 2016-dec-16, it was reported that the patient's pump began alarming on (B)(6) 2016. The alarm was a dual-tone alarm, and the cause was unknown. The patient was in a rehab facility for reasons unrelated to the device/therapy, and did not want his managing physician to know. The patient was due for a refill the following week. No patient symptoms were reported. Additional information was received from the consumer on 2016-dec-28. It was reported that a new pump was installed and the alarm was resolved. The patient had a refill scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.